Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported during removal of the chairside patient splint (cps), that the patient's natural tooth was damaged. The user immediately restored the tooth using a composite material. No injury or additional medical intervention was reported as a result of this event.

Manufacturer narrative:
The device was not returned. After the removal of the splint, dental material remained affixed to the patient's teeth. The user then utilized a drill to remove the excess material, and in doing so, the user slightly damaged the tooth. With review of the available information, there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. A possible root cause for the chipped tooth can be associated with user error. Possible clinical factors that might have contributed to this event include the patient's pre-existing dental care history. There are no indications of further patient injury or additional medical intervention as a result of this issue.